Event description:
It was reported that during a left nephroureterectomy procedure, on the first firing, the cartridge pushed out of the instrument when it was fired. The cartridge fell into the patient. The cartridge was recovered from the patient, but it was accidentally discarded. Procedure completed with another device and cartridge. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Renal vein. What location on the tissue was being stapled? Renal vein. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What colour cartridge was being used? White. What other colour cartridges were used before and after this event? Before white after white. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? No. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? 7 years. Was there a recent conversion to ees devices in this account /surgeon? No. Is there any other additional information you would like to share about this device/procedure? The doctor has used for years with no issues, (even during hospital conversion to competitive products) he kept this standby instrument. I have met w/ him and he played around w/ my demo to see if the nurse could have put the cartridge in incorrectly resulting in it pushing its way out. During the incident, he recovered the cartridge that had fallen into the patient and it was discarded by accident. The case ended fine when he used another ats45 w/ another reload and no complications with the patient were reported as a result of this. The doctor is now aware that it can happen and has said he will keep an eye on the cartridge loading in the future. Additional information provided: was this case done as an open or laparoscopic procedure? Laparoscopic. Did the device cut the renal vein? The doctor had the "instrument" closed and clamped down over the renal vein when the incident happened, he was able to keep that closed and clamped down on the vein and place another ats45 w/ white reload close by and in turn did not result in additional complications. Did it produce any staples? If so, staple shape? If the device cut but did not staple, was there bleeding and what did the surgeon do to manage the bleeding? See above explanation. Quantify the amount of blood loss. Unknown. Did the patient require a transfusion no. Please describe how the cartridge was removed from the patient. Removed cartridge w/ a grasper or other instrument when it fell out. Non-identifying patient information age, sex, weight & height. Unknown. What was the condition of the patient following surgery - stable, discharged, critical - please explain. No additional complications, patient was stable and discharged as would normally be after this case. Additional information from the sales rep: the doctor really feels as though the nurse put the cartridge in the instrument incorrectly and he did not notice it so when it was closed and activated it pushed out the other end, he even showed everyone what he thought happened...he is now either loading the cartridge himself, or making sure he observes the nurse who does it and checks it before using it thoroughly.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The event description indicates the potential for an improperly installed cartridge; either the cartridge is not fully inserted into the channel or it is "long loaded." If "long loaded" the cartridge extends beyond the cartridge jaws further than it should (holding features of the cartridge are not snapped into the channel slots and the holding features are in front of the channel). If the cartridge is not properly snapped into the channel or is "long loaded" the cartridge can move forward during the firing stroke and some staples may be deployed, the device will continue to cut, and the cartridge may be pushed out. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.